Event description:
Discordant, falsely elevated sodium (na) results were obtained on seven patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were sent to a reference lab to be tested, and results were lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to replace the integrated multisensor technology sensor and x tubing, clean pogo pins, stylette the fittings and perform super condition. Quality controls, diluent check and patient samples were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated na results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.